Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the 113 processing runs executed between (B)(6) 2021 and (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 19:42pm on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 9"; and event code "18" with the following associated message was displayed to the user on three (3) occasions at 22:48pm on (B)(6) 2021: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 9". Bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 22:48:31pm on (B)(6) 2021 and four (4) seconds at 22:48:56pm on (B)(6) 2021, which is not sufficient time to replace the reagent in the bottle on both of these occasions. The station properties for bottle 9 were reset at 22:49pm on (B)(6) 2021; with a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 9 was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were recorded in the instrument logs as: ethanol concentration=76.0%, cycles=116, cassettes= 6073, days=49. Although a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 22:49pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 76.0%, because bottle 9 was not removed from the instrument for sufficient time to replace the reagent on both occasions. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol), which had an ethanol concentration of 76.0% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of 25 processing runs executed in either retort a or b between (B)(6) and (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although the reagent in bottle 9 (ethanol) was used in 25 of the 113 processing runs executed between (B)(6) 2021 and (B)(6) 2021, the processing quality of patient tissue samples from the other 88 processing runs executed during this period were also likely to be have been adversely impacted, because the reagents used would have been contaminated by the prior use of the reagent in bottle 9 (ethanol). The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 22:49pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 9 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2021, the complainant contacted the leica senior application specialist - core histology in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "we're having issues with the some of the slides. The pathologists are saying that the cells on some of the slides are dry, nuclei small, smudgy, pale, shrunken, not crisp. We tracked these cases to one of the peloris. I am hoping you can help us troubleshoot to see if it's actually the processor or not". On (B)(6) 2021, the leica senior application specialist - core histology received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.